Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial reports, the programmer was slow to boot-up and the printed drawer was broken and the latch was out of place. It was also noted that the link electronic module (lem) board failed during functional testing and the media bay door latch was missing.

Event description:
It was reported, the programmer takes 3-5 minutes to warm up before the initial screen appears for device interrogation. The printer drawer is also broken. No patient involvement or complications were reported as a result of this event.